Event description:
It was reported that this patient was just had a device change out procedure due to therapy upgrade. At implant and prior to the patient leaving the hospital, thresholds were checked and were within range. Almost a week later after the implant it was noted that this patient had true fascicular ventricular tachycardia (fvt) and ventricular fibrillation (vf) in which the patient received one appropriate shock and then started having intermittent dizziness. A few days after, the patient presented to the emergency room (ER) and it was found the right ventricular (rv) lead was not capturing. Additionally, thresholds were noted to be high measuring 5v@1.0ms. The voltage was increased, and the patient was admitted to the hospital. It was also noted that rv pacing impedances were low however, were still within range. Subsequently, a lead revision was performed, and this lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was just had a device change out procedure due to therapy upgrade. At implant and prior to the patient leaving the hospital, thresholds were checked and were within range. Almost a week later after the implant it was noted that this patient had true fascicular ventricular tachycardia (fvt) and ventricular fibrillation (vf) in which the patient received one appropriate shock and then started having intermittent dizziness. A few days after, the patient presented to the emergency room (ER) and it was found the right ventricular (rv) lead was not capturing. Additionally, thresholds were noted to be high measuring 5v@1.0ms. The voltage was increased, and the patient was admitted to the hospital. It was also noted that rv pacing impedances were low however, were still within range. Subsequently, a lead revision was performed, and this lead was explanted and replaced successfully. The lead is expected to be returned for product analysis. No additional adverse patient effects were reported.